Event description:
A report was received that the patient experienced discomfort where the ipg was located. The patient underwent a revision procedure wherein the ipg was moved. The patient was reportedly doing well following procedure.